Manufacturer narrative:
Medwatch sent to FDA on 8/24/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of colour change and reticulate skin darkening/scabs are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin discoloration and patient problem/medical problem: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: discoloration of the injection site. Cases of necroses in the glabellar region, abscess, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side effects associated with injection of juvéderm ultra plus must be reported to the distributor and/or the manufacturer."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra plus in the nose. During injection, the patient's dorsum had a "colour change" and was immediately treated with hyaluronidase. The patient was reviewed 2 days later and had developed "reticulate skin darkening/scabs" and the patient was treated with more hyaluronidase. Patient was also given a topical stem cell cream. The "skin colour at the dorsum got back to normal after 2 months."